Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified veinous side. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon rupture in pinhole form occurred at 6am. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.